Manufacturer narrative:
Date of birth: year 1957. (B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. If there is any further relevant information, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that deflation difficulty and a shaft break occurred. A 5.0 mm x 60 mm 135 cm ranger drug coated balloon was in use when it was noted that inflation and deflation were no longer possible. When the catheter was removed, it tore off at the "lock gate". The remainder was removed from the patient without complication. There was no patient harm. This product is only ous approved but is similar to an approved us device.

Manufacturer narrative:
Describe event or problem updated. (B)(4).

Event description:
This case was reported in duplicate of MDR ID# 2134265-2017-05741.